Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was registered with an incorrect device serial number in the remote monitoring network. The caller corrected the serial number and associated it to the correct patient and the network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.